Event description:
The customer was hospitalized for dka. The family member inquired about what tests could be done on pump before patient is connected back on the device. It was stated that the customer still was in the hospital at the time of call. Troubleshooting was performed. The pump passed the functional testing. The customer pointed out that they were running high because they were taken off of the pump.